Manufacturer narrative:
Per the follow-up good faith effort (gfe) response received on 19nov2025, the device was in use on a patient when the issue was discovered; however, there was no harm to the patient or user. The device was swapped for another ventilator; therapy was not interrupted or delayed. Troubleshooting was performed, after which the issue was confirmed/duplicated. Once the power cord was replaced, the device successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was running off internal battery even when plugged in and was not charging. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was running off internal battery even when plugged in and was not charging. Per good faith effort (gfe) response received 13oct2025, the issue was ultimately resolved by replacing the power cord. Further case information regarding patient/device usage, operational status, and defective part return/tracking information is still pending, and this investigation is ongoing.